Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient experienced pain at the lead site due to weight loss. It was also reported the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced (reference MFR. Report#: 1627487-2015-21249). During the procedure, it was found the patient's lead was fractured and diagnostic testing revealed high impedance readings. As such, one of the patient's leads were explanted and replaced (reference MFR. Report#: 1627487-2016-00093). It is unknown which of the 2 leads were explanted and replaced. However, the patient is no longer experiencing pain at the lead site and effective stimulation was restored postoperative. The reported issue is now resolved.